Manufacturer narrative:
As philips has completely outsourced sales and service for the cardiotocography (ctg) devices to the philips specialist retail partners, the customer was informed per email to contact the specialist retailer from whom the customer purchased the device or one of philips other service partners. The customer has not requested any spare part for the alleged device. Based on the information available the cause of the reported issue is unknown. The reported problem was not confirmed. The customer was referred to a specialist dealer by email. No work performed by philips. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
It was reported that the device had completely failed, and it no longer emitted sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.